Event description:
The dexcom g7 follow app on iphone intermittently fails to update unless I pick up the phone and start using it. We almost missed our four-year old's low blood sugar because the phone did not alert us until I picked it up for other reasons.